Manufacturer narrative:
Product event summary: the pump and o-ring lot# r022112 were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar o-ring damage events, the most likely root cause of the o-ring damage may be attributed to multiple factors, including but not limited to, possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by the physician during implant. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, major bleeding was observed around the sewing ring. After searching for possible causes of bleeding, the pump was removed from the sewing ring and the o-ring at the base of the inflow cannula. A new o-ring was placed into the pump that was already in the patient¿s chest. No further patient complications have been reported as a result of this event.